Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the wireless recharger (s/n: (B)(6)) revealed no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said their recharger is not working. Patient said when its off the dock no lights come on and when they put it on the dock the green light just flashes fast non-stop and it won't charge. Worked with patient to do a hard reset of the device off the dock but no lights came on at all then worked with pt to do a hard restart while on the dock plugged into power but the issue was not resolved. Scrolling lights even after resetting off and on the dock. No lights when off the dock. Offered to replace the charger and sent request to repair to replace the charger.